Manufacturer narrative:
Block b3: exact date unknown, event occurred on the third or fourth week from implant date. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 7118810/7120182.

Event description:
It was reported that the patient was experiencing skin irritation and pain at the incision sites. The patient underwent a spinal cord stimulator (scs) system explant procedure and was referred to the allergy and immunology department. The explanted devices were discarded.